Event description:
The facility returned the device for service. During service testing, baxter service technician reported that the device underdelivered. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.

Manufacturer narrative:
Eval summary: the infusion pump was tested for flow accuracy at 100m/hr, the pump failed the accuracy test with a flow value -12.00% below the desired amount. The specificaiton limit for this pump is +/-5%.